Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at around 4:30 am. Customer's blood glucose level was 40 mg/dl at the time of admission. Customer had been experiencing low blood glucose levels, but this was the first time it was this severe. Customer had lows before because she had not eaten. Customer fell out of bed and hit her head on her nightstand several times while trying to get back into bed. Customer is unsure if she gave herself too much because she had just eaten dinner. Customer's last bolus was 7 units at night. Customer had higher basal rates than usual because she started a steroid. Customer's basal rates were changed for steroid use. Customer performed the displacement test and passed. Customer was advised to monitor the pump and call back if issues persist. Customer was also advised to speak to her health care professional. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).